Event description:
Per the clinic, the recipient experienced skin irritation, skin breakdown, and necrosis at the magnet site. The patient also experienced device extrusion. Treatment with oral and topical antibiotics was initiated (specific dates and duration were not reported); however, the condition did not resolve, leading to the decision to explant the device. The device was subsequently explanted on (B)(6) 2026. As of the date of this report, there are no plans to reimplant a new device.